Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the package of the farawave catheter, white residue was noted and the tech was unable to position the catheter into flower shape. No patient complications occurred. The procedure was completed using original device. The product is not expected to return as disposed.